Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: device manufacture date: unknown.

Event description:
It was reported by the customer that bd facsduet¿ sample prep acquired erroneous results on patient samples. The following information was provided by the initial reporter: occasionally a couple of samples are probably not prepared correctly, it affects the absolute count of lymphocytes, no problem with the percentage values. The customer always compares the results of the instrument with the cbc values, consequently the samples not prepared correctly are identified and not used for therapy and / or diagnosis on patients. 1. Was the error found during clinical testing for diagnosis? Yes. 2. Or was the error found during the set up of the instrument? No. 3. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes. 4. Was there any delay of treatment due to the issue? (Go to question #3) no. 5. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no. 6. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no. 7. Provide details - how and to what extent? (Go to question #6) n/a. 8. What is the current medical status? (No further questions required.) N/a.

Event description:
It was reported by the customer that bd facsduet¿ sample prep acquired erroneous results on patient samples. The following information was provided by the initial reporter: occasionally a couple of samples are probably not prepared correctly, it affects the absolute count of lymphocytes, no problem with the percentage values. The customer always compares the results of the instrument with the cbc values, consequently the samples not prepared correctly are identified and not used for therapy and / or diagnosis on patients. 1. Was the error found during clinical testing for diagnosis? Yes 2. Or was the error found during the set up of the instrument? No 3. Are there erroneous results on patient samples for diagnostic test? (If yes, go to question #2, if no, no further questions required.) Yes 4. Was there any delay of treatment due to the issue? (Go to question #3) no 5. If patient samples were redrawn, was there any change or delay of treatment? (Go to question #4) no 6. Was there any physical harm/injury to the patient due to the issue? (If yes, go to question #5. If no, no further questions required) no 7. Provide details - how and to what extent? (Go to question #6) n/a 8. What is the current medical status? (No further questions required.) N/a

Manufacturer narrative:
H.6 investigation summary investigation summary: include all elements under the investigation summary. ¿ scope of issue: the scope of issue is limited to part 662588 and serial #(B)(6) ¿ problem statement: erroneous result ¿ manufacturing defect trend: there are no qns related to the reported issue. Date range (date of incident to 12 months back) from (B)(6) 2021 to date (B)(6) 2022 related qn(s) number: n/a ¿ device history record (DHR) review: DHR part #662588 serial #(B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ complaint history review: there are two other complaints related to the reported complaints. Date range (date of incident to 12 months back) from (B)(6) 2021 to (B)(6) 2022. Related complaint numbers are (B)(4) and (B)(4). ¿ returned sample analysis: 1 the complaint sample was not requested to be returned. ¿ service history review: wo reviewed: (B)(4) install date: (B)(6) 2021 defective part number: n/a work order notes: from the results of the samples acquired by the customer, it is found that the problem is due to a lower amount of aspiration (<50ul) of sample during preparation. Control of connectors and fluidic components related to sample aspiration. 90 aspiration simulations of 50ul are performed: the aspirated quantity is correct and within the ranges. Checked that the instrument is working properly. We wait a few days of use to evaluate if the problem is solved: the customer still complains about some samples with counting problems. The necessary spare parts are ordered. Intervention date: (B)(6) 2022 replacement assy piercing probe z bar and specimen probe. Left arm firmware upload and teaching. Final check: -test worklist execution successfully. The instrument performs within the expected specifications and is ready to perform the routine without restrictions. Cause: assy piercing probe z bar e specimen probe. Solution: none activity code: a120 replacement component problem code: fluidic (p116) -bdb-prepper cc1: specimen probe (c824) cc2: clogged/dirty/blocked (c204) ¿ labeling /packaging review: (if applicable) n/a ¿ risk analysis: 0 risk management file part #10000225098, revision 01 was reviewed. Hazard(s) identified? Yes ¿ hazard ID#: 3.1.7 ¿ hazard: insufficient specimen volume ¿ cause: probe does not aspirate enough volume for test ¿ harmful effects: incorrect result ¿ residual severity: 3 ¿ residual probability: 1 ¿ residual risk index: 3 ¿ root cause: 0 based on the investigation result, the root cause was determined to be assy piercing probe z bar and specimen probe. ¿ conclusion: based on the investigation results, complaint was confirmed. O sa, pssa, CAPA, scar reference, (if applicable): _n/a o based on the investigation a CAPA is not required h3 other text : see h.10